Event description:
It was reported that the device reached recommended replacement time in less than three years and premature battery depletion is suspected. It was also reported the patient "has been in [atrial fibrillation] for quite some time." The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The recommended replacement time (rrt) occurred on (B)(6) 2012, with rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows the minimum battery measurement was 2.679 to 2.611 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012. The device was returned and also analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The recommended replacement time( rrt) occured on (B)(4) 2012 with rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows the minimum battery measurement was 2.679 to 2.611 volts between (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012.